Event description:
A cartridge change error was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a series of troubleshooting steps, including inspecting and cleaning the pump and cartridge components. The customer successfully resolved the issue by completing the cartridge loading process and resumed their insulin therapy.